Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind and priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 328 mg/dl, which was treated for. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.